Manufacturer narrative:
(B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the fixation feature detached (in the package, during removal from package, during handling or during use on the patient)? Please specify what is the lot number? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. .active ingredient(s) ¿ triclosan. Dosage form suture/solid/parenteral. Strength = 2360 g/m .

Event description:
It was reported that a patient underwent a knee surgery procedure on (B)(6) 2022 and barbed suture was used. The fixation feature was found detached during surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/24/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information requested, the following was obtained: - when was the fixation feature detached (in the package, during removal from package, during handling or during use on the patient)? Please specify¿¿during use on the patient. - please provide the lot number:¿¿unknown. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/15/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigational summary: the product sxpp1a405 was returned to ethicon for evaluation. Ethicon conducted a visual inspection of the sample returned. Visual analysis of the returned sample revealed that one empty opened foil, one empty labeled winding former, and a needle-suture were received for analysis. Upon visual inspection of the returned sample body fluids on the length of the suture was noted, in addition, damaged barbs and both sides of the fixation tab were cut. After further evaluation of the end suture, marks were observed on the nucleus possibly from a surgical device. It should be noted that a 100% inspection is performed via automotive vision system to ensure the tab is present and complete during manufacturing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name irgacare®. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength 2360 g/m.